Event description:
The facility's biomedical technician reported a fault code 13 had occurred on this device and was unable to provide any detail regarding where the failure code was identified and whether or not the device was in use when the failure occurred. The facility had no record of any patient injury or medical intervention being needed as a result of this failure. The facility's biomedical engineer was unable to provide any contacts for additional information.